Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor and machine flow sensor needs to be replaced to address the issue. A trilogy evo machine flow sensor was returned to the philips product investigation lab for allegedly failing the flow test. Product investigation lab (pil) was unable to confirm the complaint of the trilogy evo machine flow sensor. Visual inspection found no issues. Pil ran the device in and no unexpected errors were generated. Pil performed post-test on the pil trilogy evo multifunction test station and the device passed the flow verification tests. Pil concludes the component operates properly.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor and machine flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
Device was evaluated by a third party field service engineer.